Event description:
It was reported that a patient underwent a gynecological procedure on an unknown date and an obturator sling was implanted. The patient experienced an erosion of the mesh. The erosion was repaired and she was treated with vaginal estrogen postoperatively. Several weeks later she still had a sizable erosion in the right anterior vaginal wall, as well as continuing stress incontinence. On (B)(6) 2012 the patient underwent another excision of the mesh and a new mesh was implanted.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted as two devices were involved in this event. See medwatch 2210968-2012-08421. The same patient is represented in each medwatch.